Event description:
It was reported a customer had a problem with an ultra comfort insulin syringe. The customer states that the needle broke off in their abdomen during injection on 2 separate occasions. Additionally pt states that pt was able to remove the needle without difficulty. The customer did not seek medical attention.